Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the position of the cursor on the programmer was quite random. The caller was advised to return the programmer for service. The current status of the programmer is unknown. No patient complications have been reported as a result of this event.